Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the attached photo does confirm the post broke off the insert. A clinical evaluation was conducted and without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A visual inspection of the attached photo does confirm the post broke off the insert. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A clinical evaluation was conducted and without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of the event could include device misalignment or migration. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that revision surgery was performed due to broken post, requiring poly exchange.